Event description:
It was reported that the patient presented to emergency room (ER) 3 days after implant with chest pain and was sent home. The patient came back to ER the next day on sunday with chest pain and hypotension. An echocardiogram showed a pericardial effusion. While in the ER, the patient became unresponsive and required intubation. The patient was taken to surgery where a pericardial drain was placed. The right ventricular (rv) lead had high thresholds and had possibly perforated the heart and dislodged outside of the heart causing tamponade. The rv lead was repositioned and remains in use. The right atrial (ra) lead also had an apparent dislodgement. The physician was unsuccessful at repositioning the ra lead and was unable to achieve adequate pacing thresholds and sensing values. The lead was removed and replaced. The patient required intubation and surgical placement of pericardial drain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).